Event description:
The d-state flowable device was used off label as part of two known liver biopsy procedures. The pts were reported to experience vasovagal responses following the device deployments. No further info is available at this time, as this info was anedotally relayted.

Manufacturer narrative:
H6. Conclusion code explaintation for other. The device was used for an unapproved indication.